Event description:
Additional information received reported that due to the over-discharge the patient was unable to charge and their system was not working at the time of the report. The replacement had not yet been scheduled.

Event description:
It was reported that the replacement had not occurred and was not yet scheduled at the time of the report.

Event description:
Additional information received reported the patient was still awaiting authorization but the hope was that the patient would be scheduled for replacement within the next month.

Event description:
It was reported that the patient was seen by their doctor on (B)(6) and they were unable to get the patient¿s device running again through a physician mode recharge. The decision was made to replace the patient¿s device with a non-rechargeable device due to repeated overdischarges. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 487a-45, lot# v136340, implanted: (B)(6) 2008, product type: lead; product ID 3487a-45, lot# v136340, implanted: (B)(6) 2008, product type: lead; product ID 3778-60, serial# v141174004 implanted: 2008-08-13 explanted: product type lead product ID 37082-20 lot# serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).